Event description:
Procedure type: j-pouch anastomosis. According to the reporter: it was very difficult to attach the anvil onto the eea to close and fire it. Due to the depth of the anastomosis. A second dsteea28 was used, but the surgeon encountered the same difficulty. The anastomosis was completed using an ils device. Surgical time was extended more than 30 minutes, however, no tissue loss or bleeding occurred. No pt injury was reported and no further pt details were available due to data protection.